Event description:
The event is reported as: the clip could not be loaded on the applier because the bosses of the clip were missing. No pt injury reported.

Manufacturer narrative:
Product has been received by manufacturer for evaluation, however, investigation report is incomplete at this time. A follow-up report will be sent when additional info is received.